Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00601 thru 3012447612-2018-00605.

Event description:
It was reported that the threads of three closure tops were damaged and two screws were broken during surgery. They were removed and replaced with alternative closure tops and screws to complete the procedure without reported patient impacts.this is report four of five for this event.

Manufacturer narrative:
UDI number: (B)(4). Additional information: method, results, and conclusions - the implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the threads of three closure tops were damaged and two screws were broken during surgery. They were removed and replaced with alternative closure tops and screws to complete the procedure without reported patient impacts. This is report four of five for this event.

Manufacturer narrative:
The returned screw was evaluated. The tulip head has dissociated from the screw shaft. It is possible that the surgeon had tightened the screw to its final position which caused the tabs of the swivel ring in the disassembled screw to deform, locking it into place. It is possible that the screws loosened during the closure top failure making it possible for the screw head to disassemble from the shank. Since the event description does not state an event that could have caused this failure, it cannot be definitively determined that this is what occurred. A review of the manufacturing records did not identify any issues which would have contributed to this event. A review of the labeling found instructions regarding proper device installation.

Event description:
It was reported that the threads of three closure tops were damaged and two screws were broken during surgery. They were removed and replaced with alternative closure tops and screws to complete the procedure without reported patient impacts. This is report four of five for this event.